Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to an inability to inflate. Upon explant, leaks in the tubing and cylinder were identified; a new ipp was implanted. No patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to an inability to inflate. Upon explant, leaks in the tubing and cylinder were identified; a new ipp was implanted. No patient complications were reported.